Event description:
The patient reported that at least three times she has put the device on her stomach, she notices later that the adhesive is not sticking, and the v-go's are coming off resulting in the needle coming out of their skin. The patient discarded the devices in question and used new devices.